Event description:
Total 10 blood leaks occurred in 2 different lots from 12 days in hospital. Co is submitting MDR reports for these 10 blood leaks: lot unknown 2 leaks; 2004; lot no 035f5s 6 leaks (8010002-2004-00015), leak no, no 039px3, (8010002-2004-00016), leak lot unknown (8010002-2004-00017). This event is the first one. Blood leaks occurred in 2 pts after starting of treatments. One blood leaks occurred in 2 patients after starting of treatments. One blood leak was observed visually but the leak detector did not alarm. The other blood leak was observed with leak detector alarm however, any evidence of blood in the uf could not be found. The blood loss volumes were unknown. Both two patients were well and no medical treatments were given. Co did not specify which lot products were used.